Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. Additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection procedure, the device was unable to fire and the physician was unable to squeeze the handle. The tissue was held in jaws then the device could not be fired completely. The stapler did not lock on the tissue. New device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.